Manufacturer narrative:
Examination of the returned product was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The (B)(4) lot traceability by product lot found other units of the reported product / lot combination have been delivered / billed to end customers and assumed implanted. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The surgeon reamed acetabulum to 55 for a 56 cup and on insertion the cup kept popping out of the reamed space and would not bottom out on reamed acetabulum. He reported that the 56 trial seated fine. Had to use 56 sector cup with screws. The procedure prolonged for 30 minutes but it was a success and the patient was stable after that.

Event description:
The cup would not seat properly in the acetabulum. The surgical time was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.